Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the pressure sensor. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 10/08/2008 to the present date 11/13/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was a logic board issue. There was no patient involvement.